Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
User states that the seat has cracked, when she moves off of the seat it scratches her.